Manufacturer narrative:
Possible lot# s: 13909356, 13828461, 13947072, 13952276,13947072. D4 and h4 the lot numbers are associated with a non-sterile (ns) product that requires further processing from the supplier prior to patient use. As such the expiration date, and manufacture date are unknown. E4 - initial report sent to FDA - yes. The email from the initial reporter stated they were notified of the medwatch, but reference number was given to ICU medical. Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history of the possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding neutron®, bulk, non-sterile that experienced leakage during use. It was reported that patient's hazardous drug was leaking from buff cap (valve) attached to port-a-cath lumen. Supplier notified of medwatch via email from the FDA. Patient did not realize it was leaking until almost end of infusion when they got up to go to the bathroom and felt dampness in their shirt. Infusion stopped and disconnected, patient washed skin that was affected and changed shirts, was instructed how to wash clothes at home and given a chemo bag to take clothes home in. Buff cap analyzed after deaccessing port and filter component was damaged and causing back flow. There was no patient harm or delay however drug leaked onto patient and patient's clothes.